Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 4, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Additionally, two (2) tears (a and b) were also observed within the crease/fold, measuring approximately both 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the correct date of implant explantation was (B)(6) 2020. Mentor also became aware that the patient also underwent replacement with a 250cc mentor smooth round moderate profile saline (catalog: 3501635 lot: 9473299 sn: (B)(6). On (B)(6) 2020, mentor became aware that the patient also experienced right breast capsular contracture; baker grade unknown, post-operatively and had to undergo bilateral capsulotomy along with the left breast explantation. The capsular contracture and surgical intervention on the right breast will be reported under mrn: 1645337-2020-10963 manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 250 cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-operatively. Deflation was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On august 5, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).